Event description:
It was reported that following a diagnostic catheterization on a renal stent, an angio-seal was selected for use twenty days later, the pt came back complaining of leg pain. A doppler revealed thrombus and an angioplasty with a balloon and stent was performed. There were no reported consequences to the pt. No additional info is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.